Event description:
It was reported that an arteriotomy closure the right common femoral artery was achieved using a proglide device after a coronary diagnostic procedure. Reportedly, on (B)(6) 2014 a successful arteriotomy closure was achieved. On (B)(6) 2014 the patient was re-admitted to the hospital with an infection at the groin access site, the right common femoral artery. On (B)(6) 2014 the patient was taken to surgery and the suture was found to be in the correct place but an infection was noted. The infection was treated with antibiotics and the patient reportedly remains hospitalized and is in stable condition. There were no reported adverse patient sequelae during the initial procedure. No clinically significant delay in the initial procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.